Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a native coronary circumflex artery that was moderately tortuous and moderately calcified. During preparation of the first 2.25x23 mm xience xpedition stent delivery system (sds) (serial number 88420), the stent implant dislodged from the balloon. There was no resistance reported during removal of the protective sheath. The device was not used on the patient. The second 2.25x23 mm xience xpedition was advanced; however, met resistance and failed to cross to the lesion. During retraction of the sds resistance was felt which resulted in the stent implant dislodging in the left main. A snare device was used to capture the dislodged stent successfully. The procedure continued on with the successful stenting of the target lesion without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.